Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-06038 / -06040).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch: event description: updated to include fluid collection size. This report is number 1 of 4 MDR's filed for the same event (reference 1825034-2014-06038 / 06040 & 08595).

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2005. The patient also had a left femoral resurfacing procedure on (B)(6) 2009. Subsequently, patient was revised (B)(6) 2012 on the right hip due to metallosis, elevated metal ion levels, and fluid collection measuring 5x7x3. In addition, metal debris and tissue reaction were also reported. There is no information to suggest that the left hip was revised.

Event description:
It was reported that patient enrolled in a clinical study underwent a right femoral resurfacing procedure on (B)(6) 2005. The patient also had a left femoral resurfacing procedure on (B)(6) 2009. Subsequently, patient was revised (B)(6) 2012 on the right hip due to metallosis, elevated metal ion levels, and large fluid collection. In addition, metal debris and tissue reaction were also reported. There is no information to suggest that the left hip was revised.

Manufacturer narrative:
Event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2005. The patient also had a left femoral resurfacing procedure on (B)(6) 2009. Subsequently, patient was revised (B)(6) 2012 on the right hip due to metallosis, elevated metal ion levels, and large fluid collection. In addition, metal debris and tissue reaction were also reported. There is no information to suggest that the left hip was revised.